Event description:
Information received by medtronic indicated that the patient had a pericardial effusion and left atrial tear upon completion of a cryoablation procedure. Upon completion of the last ablation (at area of ridge/ls<(>&<)> laa), the patient's blood pressure decreased. Patient required pericardiocentesis and subsequent surgery (left atrial appendage repair/insertion of atriclip on left atrial app endage). Patient discharged from hospital on (B)(6) 2013.

Event description:
Information received by medtronic indicated that the patient had a pericardial effusion and left atrial tear upon completion of a cryoablation procedure. Upon completion of the last ablation (at area of ridge/ls and laa), the patient's blood pressure decreased. Patient required pericardiocentesis and subsequent surgery (left atrial appendage repair/insertion of atriclip on left atrial appendage). Patient discharged from hospital on (B)(6) 2013.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and do not show issues or system notices for the date of case. Bin files show that at least 15 injections were performed with the catheter. There was no indication of product malfunction.